Manufacturer narrative:
H2) additional information: d11: lot number of bi71000125 is rev. 3 : s/n n/a. H3) the battery was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No problem was found with the returned batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000125, serial/lot #: none. A medtronic representative went to the site to test the equipment. Testing revealed that the o-arm had battery deterioration. The battery pack was replaced and the system was operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while moving the system, it powered off due to low battery voltage. It was stated that the battery had been charged about five minutes that the system powered off. The issue was resolved after charging. This was reported after a sacroiliac and thoracolumbar procedure. There was no reported delay to the procedure. There was no reported impact to the patient.